Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d1 brand name, d4 version or model #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: powerled ii 700. Corrected d1 brand name: maquet powerled ii. Previous d4 version or model # : ard569201965. Corrected d4 version or model # : ardpwt259198a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical lights - powerled ii 700. Based on video evidence the keypad membrane was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the video it is possible to see a small defect on the edge of the keypad. It is possible to notice as well that the frame around the keypad is a bit damaged. It could be explained by an impact at that location and would explain why the film is a bit rubbed on the same edge. Nevertheless, this image is really magnified hence the default is very small. Furthermore this film is elastic and the probability that a particle fall into the sterile field is very low, if not zero. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Initial reporter: hospital clinical engineering unit. Event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 18th july, 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. Based on video evidence the keypad membrane was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.